Manufacturer narrative:
H6: appropriate term/code not available: suggested code : mechanical driver. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the system displayed a driver error and could not be cleared. Due to this the procedure could not be completed and patient had to be rescheduled. A field engineer examined the equipment and installed a new wand and tested driver. Driver was tested 3 times successfully and the system met the manufacturer´s specifications.

Manufacturer narrative:
An investigation was completed: it was reported on (B)(6) 2025, that during a procedure the brevera system (B)(6) and brevera driver (B)(6) began displaying a driver error. The tech tried unplugging the driver and rebooting the system, but the error did not clear. Holding down the fire button did not resolve the issue. The procedure was aborted, and the patient was rescheduled. Patient impact was reported as the patient had to be rescheduled for another day. The fse confirmed the errors seen and replaced the driver. The new driver met manufacturer specifications. Neither the brevera system nor the brevera driver used in this complaint were returned for investigation. The brevera driver was 468 days old at the time of the complaint. Further investigation could not be performed as parts were not returned to pmqa. Visual inspection of the driver was able to confirm that the root cause of the issues seen in the complaint was the timing shaft being jammed with the cannula wear plates, preventing proper initialization and causing the errors seen in the complaint. After reviewing the complaint, discussing the case with a hologic service sustainment engineer, and examining a previous investigation into this type of issue, the cause of the jamming was determined to be the needle not firing its full length into the breast tissue. This root cause can be linked to insufficient spring force when firing into breast tissue causing excess drag and reducing needle travel velocity. As a result, the timing shaft can become jammed with the outer cannula fork and the wear plate, effectively blocking cam shaft rotation and preventing biopsy samples from being taken. Conclusion: based on the errors seen in the complaint and the inspection of the driver, the errors were caused by the needle not firing the full distance, and the cannula forks became jammed with the timing shaft. Conversations with service engineering indicated that based off the error experienced, it is likely that the needle did not fire its full distance, causing the cannula forks to be jammed with the timing shaft of the driver. Since the patient had to be rescheduled for an additional procedure due to an inability to retrieve biopsy samples, this was considered a reportable event to the FDA. A new driver design has been created that will address the spring force issue. Pmqa will monitor the complaint data for this new driver design and look to see if trends for the driver being jammed are still occurring. Device history record (DHR) review: driver serial number: (B)(6) driver sku: (B)(6) system serial number: (B)(6) driver manufacture date: 10/4/2023. Driver installation date: (B)(6) 2024 UDI: (B)(4). Driver DHR review was performed. The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections. No deviations are mentioned within the DHR.